Manufacturer narrative:
(B)(4). (B)(4). Upon review of additional information, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Event description:
(B)(6).

Event description:
It was reported that during an ileostomy closure procedure, the device partially cut and partially stapled. The procedure was prolonged by four hours. Suture was used to repair the distal end of the colon and to complete the procedure. The patient is still in the hospital per post op standing orders. Patient is reported to have (B) (6). Additional information has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.